Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cart cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's rotation failed to function properly. Also, the device experienced data loss. No report of pt injury.